Event description:
It was reported through the research article titled ¿right coronary artery embolization leading to cardiogenic shock in a patient supported by a heartmate iii lvad?¿ identifying that heartmate 3 left ventricular assist (lvad) is associated with acute myocardial infarction (ami) due to aortic valve (av) root thromboembolism, right ventricular failure, and urgent transplant. The case study heartmate 3 patient presented with syncope and multiple low flow alarms on post-op day 115. Diagnostic workup revealed high-sensitivity troponin t (hstnt) >50,000 and international normalized ratio (inr) 2.2; however, electrocardiogram (ECG) did not show any st elevation. Echocardiography had revealed new-onset severe right ventricular (rv) enlargement and dysfunction. A computed tomography (CT) angiography revealed a focal filling defect of the right sinus of valsalva extending into the proximal right coronary artery (rca). Percutaneous coronary intervention (pci) was deferred due to the extent of the patient's aortic root thrombus. Right heart catheterization showed signs of right ventricular failure (rvf), with a right atrial/pulmonary capillary wedge ratio of 3:1 and cardiac index of 1.86 l/min/m2. Despite inotropic support, the patient continued to exhibit worsening end-organ function and symptomatic hypotension. They then underwent urgent heart transplantation.

Manufacturer narrative:
A1-a6: specific patient information and device serial number was not provided and are documented as unknown. B3: date of event has been entered as the same as published date ¿ 07apr2024 since the date of data collection was not provided. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Raziye ecem akdogan, et al journal of the american college of cardiology publisher: elsevier publication date: 4/2024 volume: 83 issue: 13 pages: 2816 doi: 10.1016/s0735-1097(24)04806-x medical university of south carolina, charleston, sc, USA. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section g2: correction manufacturer's investigation conclusion: the reported low flow alarms were unable to be confirmed as no log files were submitted by the account for review. A specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Review of the images contained in the research abstract could not confirm the aortic root thrombus. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, are not available the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document #100169835, rev. C, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.